Event description:
Lower than expected vitros phyt quality control results were recovered on a vitros 5600 integrated system following the calibration of a new lot of vitros phyt slides. Patient samples were not affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected phyt quality control results were recovered using the vitros 5600 integrated system. Evaluation of the system demonstrated acceptable marker assay precision using vitros crbm slides, but unacceptable vitros phyt precision. An ocd field engineer performed maintenance procedures on the immuno rate metering subsystem and optimized all adjustments. Following this action, acceptable vitros phyt performance was obtained. Although a definitive cause was not identified, the investigation concludes an instrument issue was the most likely contributor of the lower than expected vitros phyt quality control results.